Event description:
It was reported the catheter was inserted in the patient and the guide was positioned in the right internal jugular. There was difficulty advancing the guide intravascularly. The user actioned carefully while facing this resistance and removed the guide. The device was replaced. No patient harm reported.

Manufacturer narrative:
Qn #(B)(4). The customer returned one guide wire for evaluation. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the distal weld. The core wire separated towards the distal end of the guide wire. The core wire is broken in two segments near its distal end and protruding out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken 2.4cm from the distal weld and that the weld was present at the end of the coil wire. The exposed core wire tips are rounded, pinched and discolored at the point of separation. Both welds appeared full and spherical. The broken core wire segments measured 434 mm and 24 mm in length for a total length of 458 mm, which is within the specification of 449.2 - 458.8 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.512 mm which is within the outer diameter specification of 0.508 - 0.533 mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken 2.4cm from the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was inserted in the patient and the guide was positioned in the right internal jugular. There was difficulty advancing the guide intravascularly. The user actioned carefully while facing this resistance and removed the guide. The device was replaced. No patient harm reported.